Manufacturer narrative:
Correction: this device is no longer reportable as the device provided therapy per the programming up to the end of life declaration date at which time therapy is inhibited.

Event description:
Additional information from analysis confirms that the device provided therapy per the programming up to the end of life declaration date at which time therapy is inhibited. Battery depletion was normal.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy following the display of an error message on their patient controller. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted and replaced. Issue resolved.